Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a leak of iodine from a connection shield device while in use. The clamshell device was connected to the junction of the transfer set and cassette. Iodine leaked from the clamshell device. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number 13b18h12 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.